Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump to resolve the issue. Additionally, it was reported that the pump battery was unable to charge. Reportedly, customer left the pump plugged into the power source and the pump successfully began charging. Customer's blood glucose level was 112 mg/dl.